Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when trying to clip the vessels during lap cholecystectomy, some of the clips would slip off the vessels and "fly out of the jaws of the device". The surgeon said some would fire correctly but some seemed to be slipped and off the vessel. It was also reported that some of the clips were malformed. They burned the clips in the clip applier to get a new one that would work and not slip off the vessel. There was no patient injury.